Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2008. The patient experienced complications and further surgery. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; pelvic pain; recurrent incontinence; aggravated incontinence; damage. Surgical interventions: on (B)(6) 2015 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: mesh had started to erode through the vaginal wall. On (B)(6) 2020 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: mesh had started to protrude into bladder. Was having continuous urinary infections.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.